Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified delamination of valve. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation), wear abrasion, white particles and crease flat. Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure).

Event description:
Healthcare professional reported a left side deflation. The device was explanted.

Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.